Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2218-50 (B)(4) description - st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient passed away from double pneumonia. The physician confirmed the patient's death was not device related. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was admitted to the hospital with double pneumonia and a staphylococcus infection. No additional information is available.

Event description:
A report was received that the patient was admitted to the hospital with double pneumonia and a (B)(6). No additional information is available.